Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2022. No product or data was provided for evaluation. It was indicated that the patient used an expired sensor, which is off-label usage of the device. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.